Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that allegedly the patient was implanted with a tritanium acetabular cup in her right hip on (B)(6) 2017 and began experiencing discomfort. It is further alleged diagnostic workup revealed device loosening and the patient was revised on (B)(6) 2018. Allegedly during the revision surgery it was discovered that the acetabular cup was "extremely loose" and the revising surgeon further noted the lack of difficulty in removing the cup.